Manufacturer narrative:
The lens was returned in liquid in lens vial. Visual inspection found a piece of the lens optic and one haptic torn off. The foam tip plunger was not returned. (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+2.5/093 (sphere/cylinder/axis), during the same surgery on (B)(6) 2019, due to the lens tore/broke during injection into the eye. There was no patient injury. Another same model/diopter lens was implanted on (B)(6) 2019 and the problem was resolved. The patient was happy. The reporter indicated the cause of the event was due to the foam tip plunger, which was reported as being very sharp at the end.